Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated dso seal. The dso seal will be replaced to fix the issue.

Event description:
It was reported that the display is white although pump is running. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminated. There was no reported patient involvement.